Manufacturer narrative:
It is always a concern when valleylab is notified of a product complaint. We as a manufacturer strive for excellence in constantly improving our products quality and surgical care. A more complete description of the incident described in the received report including relevant events prior to and subsequent to the actual incident has been sought (including additional patient status details). The file will be updated when additional information is received.

Event description:
Procedure: lavh. Reportedly, after sealing and cutting the tissue the jaws locked on tissue. The surgeon tried to open the handle manually, but the jaws remained closed. The surgeon removed the instrument by force, the tissue was damaged during the process. Blood loss was confirmed and the tissue was treated with another instrument. The surgery was completed without further complication or report of permanent tissue damage.